Event description:
Do not process!!

Event description:
It was reported that the patient presented at clinic due to their implantable cardioverter defibrillator (ICD) delivered inappropriate shock/ therapy. No intervention was performed. The patient's condition was unknown.